Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 519mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 289mg/dl at the time of the call. Customer indicated that the sensors always fall off of their body. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test and for further troubleshooting.